Manufacturer narrative:
Device was not returned for evaluation. It was a misunderstanding of which end the slider gds was on and the diameter differences when the advanta sst is laid flat versus in a circular (graft like) shape.

Event description:
The graft didn't taper and when it was laid flat it measured 10mm at the gds connection up until the immediate connection where it measured 6mm (a sudden taper of less than 5mm in length). The physician detached, removed the graft and then used a 4-7.